Event description:
A patient was found to be unresponsive in his living room and the trilogy 100 ventilator, which he uses 24 hours/day, was found to be turned off. The patient was found by his wife who alleges the assigned caregiver was in the room with the patient when the event occurred. The ventilator was turned on by the wife and the patient was transferred to a hospital where he fully recovered from the event. The device's error log was reviewed and no events were observed which would indicate a malfunction or shut down of the device occurred. On the day of the reported event, (B)(6) 2015, the device was manually powered off seven times. To power the ventilator off, two key presses are required. All seven power offs on the day of the event had the proper sequence of key presses. The ventilator was evaluated by the manufacturer and was found to operate and alarm as designed. The device passed all testing. The device's flow sensor was replaced at the technicians discretion due to contamination (dirt/dust). The manufacturer concludes the ventilator was manually powered off when the event occurred.